Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4)) displayed an unknown error message when powering on and was unable to retract the lifeband. The lifeband was tested in other platforms, and it performs as intended. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed an unknown error message when powering on and was unable to retract the lifeband". Based on the archive data review, the unknown error message reported by the customer was determined to be user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the error was reproduced during the functional testing. The root cause for the (ua) 45 was due to the drive shaft not being at "home position", likely attributed to unintended user error. The (ua) 45 would cause the lifeband to not retract. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, unrelated to the reported complaint, the front enclosure had a crack. The observed physical damage appeared to be the characteristic of user mishandling. The front enclosure was replaced to remedy the damage. A review of the archive data showed (ua) 45 errors: thus, confirming the reported complaint. Functional testing failed due to the (ua) 45 displayed upon powering up the platform; thus, confirming the reported complaint. The drive shaft was returned to the home position using the administrative menu to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).